Event description:
It was reported that during an unknown procedure, the device could not be fired as normal. The staples were not formed after pushing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual conditions and with a cartridge loaded in the device; the cartridge was received with only one staple present. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. It should be noted that a 200% visual inspection takes place during manufacturing to ensure that all staples are present prior to shipment. The device was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.